Event description:
The customer reported experiencing low blood glucose for the past two weeks and she was hospitalized. The blood glucose reading at time of call was 147mg/dl. Reviewed the prime technique and found that the time clock ws off by an hour. Assisted the caller with correcting. Advise the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.